Event description:
A report was received from germany that stated: during a procedure to implant a proximal femoral nail antirotation (pfna), the blade would not advance and became lodged in the protection sleeve. The surgeon opted to cancel the pfna insertion and completed the procedure with use of a competitor's proximal nail. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn, as no device was returned. Review of the manufacturing records has been requested.